Event description:
It was reported that an ilet device failed to unlock despite the wake button functioning, and standard troubleshooting steps including cleaning, holding the wake button to recalibrate the capacitive touch sensor, and attempting a restart on the charging pad did not resolve the issue. Symptoms included no reported adverse clinical effects and stable blood glucose. Outcomes included continued use of the patient¿s cgm as normal while awaiting a replacement device. Investigation included remote troubleshooting and initiation of device replacement with instructions to sync data and shut down prior to return and inspection of the returned device. Investigation of this device revealed a suspected user interface or touchscreen lock malfunction consistent with a device hardware or enclosure/control component issue, with no patient harm identified. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction related to the unlock interface.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."